Event description:
Customer advises tubes are underfilling (item1). This is occurring in the majority of tubes. All of them have always underfilled, they just train to push them on harder after filing the first complaint and that being the answer. They are underfilling just under the bottom of the arrow. Customer advises tubes are overfilling (item2). This has occurred with several in the last few weeks. They are overfilling a little above the arrow. Customer advised they know the tubes are high altitude tubes and they use them for the plavix verify now test. They are using vacutainers and syringe for collection. The phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled as per IFU. They have told new phlebotomists to pay attention to these tubes and that you can't just pop them on, you have to push them in and hold them. April 30, 2021 update: customer states right now they have 454323 on their shelf. The current lot is b20093u9. 3 phlebotomists in the room all stated they are seeing overfilling and not underfilling with this item/lot. Again advised customer that is high altitude tube and will overfill at their altitude. No lot number available for 454322, underfilling complaint, as they are not currently using 454322.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No batch numbers were provided by the customer for material 454322. Unfortunately, without basic information, a thorough investigation is not possible. This portion of the complaint cannot be determined. A check of quality, production, and maintenance records of the batches of material 454323 revealed no deviations in relation to the reported error. Material 454323 is a high altitude tube. High altitude 3.2% sodium citrate tubes with increased vacuum are available for sites located 5,000 feet or more above sea level. This customer is located in (B)(6) which has an altitude of approximately 2700 feet. Therefore, these tubes are not appropriate. This portion of the complaint is not justified.